Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient reported obtaining a result of ¿1500 mg/dl¿ with the subject meter. The subject meter is designed to display blood glucose results between ¿20 mg/dl to 600 mg/dl.¿ it would have been helpful to confirm the alleged result with the patient. The patient manages his diabetes with lantus insulin (30 units in the morning) and humalog insulin (1-5 units before meals). It is not known if the patient made changes to his usual dose of medications. Less than an hour prior to the start of the alleged issue, the patient claimed he couldn¿t walk and felt disoriented. The patient alleged he couldn¿t remember emergency medical services (ems) being contacted and arriving at his home. The patient¿s blood glucose was reportedly tested on the ems meter; however, the result is not clear. The patient was administered glucose gel/ glucose tablets as treatment. It is not known what the patient¿s blood glucose was reading prior to experiencing symptoms or if changes were made to his usual management routine at that time. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement . The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Although the patient was treated by a health care professional (hcp), there is no indication that the reported issue caused or contributed to this serious injury. The patient¿s reported symptoms occurred before the alleged issue first began. However, this complaint is being reported because the alleged inaccuracy remained unresolved. The patient's treatment did not correlate with the alleged high reading obtained on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.